Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings: marked synovitis w/ necrotic debris within the joint. Cloudy fluid within joint, cultures show no evidence of acute inflammation acetabular component found to be well fixed, but able to be removed 36 ceramic head, 3 neck length, and an e-poly size 24 liner with 36 head size and a 56 limited hole ranawat acetabular component with 2 dome screws placed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. Concomitant products- part: rd118850 name: m2a-38 cup 50mm lot: 292682; part: 162610 name: por intgl rdcd prx prf 9x125 lot: 646550. Multiple mdrs were filed for this event, please see associated reports:0001825034-2017-01211.

Event description:
It was reported that a patient was revised due to pain. Head and cup were removed. It was noted that there were signs of synovitis with necrotic debris. During surgery there was cloudy fluid and grayish exudate throughout the joint. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reports patient was revised approximately 4 years post-implantation due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being submitted to relay corrected information. The initial notification date is being corrected to jan 30, 2017.